Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a high impedance issue with the implantable neurostimulator 97715 intellis adaptivestim pain. The p atient received an alert indicating "unable to provide desired intensities" when certain contacts were selected. High impedance values (greater than 40,0000) were noted on contacts 3, 5, 6, and 8-15, although contacts 12-15 were deemed okay to use. The patient was given three new groups to try, and magnetic resonance imaging (MRI) was ordered. A potential lead revision was planned if the new programs were unsuccessful. Impedances were checked multiple times using different reference electrodes, and the device was reprogrammed to capture the patient's pain areas, achieving some left leg coverage. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.